Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was removed from service because the lead (4269) had become dislodged. It appeared after removing the lead that blood had infiltrated the insulation. The lead was replaced with another (4269).